Event description:
The complainant reported that the automated impella controller went black. The device was plugged into the wall and fully charged. No alarms were noted prior. There was no patient harm reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. Console logs confirm that unexpected controller shutdown alarm was issued. Numerous powermod1 and powermod2 errors were observed leading to the reboot. The console was returned for evaluation. Inspection of the internal circuitry of the console revealed no anomaly. The failure could not be reproduced despite efforts to do so. The root cause for the unexpected controller shutdown could not be determined due to the failure being unreproducible.

Event description:
It was further reported that the patient expired while on support. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.